Manufacturer narrative:
Correction: please retract this report 2017865-2023-13883 as the infection is not related to the implant site or product as the infection occurred due to another factor or source.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented for a follow-up in the clinic with infection. The pacemaker was explanted and replaced due to infection. The patient was in stable condition.